Event description:
Screw broke during insertion. Removed with forceps. The procedure was a btb acl reconstruction and no taps were using before the screw insertion. About the bone quality, we do not have any info.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4)